Event description:
Was using the thermacare menstrual heat wraps, after 7 hours of use had 1st degree burns over the area the wrap was touching. Went to urgent care. Using rx silver sulfadiazine and tylenol. Lot h58589 exp 10/16. I used product as directed. Severe pain. Diagnosis or reason for use: pain near left ovary. Dose or amount: 1 patch; frequency: once daily; route: applied to a surface, usually the skin. Strength: 8 hours of heat.